Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a crack in the programmer's screen, so the stylus pen was not working on the screen. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touchscreen was cracked. Analysis also found the right keyboard hinge was broken. It was noted error was found in the programmer software history. If information is provided in the future, a supplemental report will be issued.